Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+2.0/091 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the lens tore during delivery into the eye. There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. The patient is happy and doing well. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).